Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted and returned with no information. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was fractured and had exhibited high impedance and noise. The patient¿s underlying rhythm was less than thirty beats per minute and the patient felt poorly due to loss of atrial capture. The lead had been explanted and replaced without complication.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. (B)(4).

Manufacturer narrative:
(B)(4).